Event description:
It was reported that t:slim x2 pump battery did not charge despite use of tandem charging cable, tandem wall adapter, and attempts with different wall adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, which was arranged after address confirmation.